Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error and pump was not turning on. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
S/w version unknown, retainer ring = black, case type = ngp. Customer returned pump for alleged stuck button error alarm and blank display found on 25-aug-2022. Pump booted up properly once installing aa battery, no blank display was noted, however, an unresponsive keypad was noted. Unable to perform displacement test, sleep current test, active current test, and self test due to unresponsive keypad. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files and traces using thus software. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor, and keypad flex connecting cable. The following were also noted during visual inspection: scratched case, corroded battery tube, stained keypad overlay, pillowing keypad overlay, and label damage. Stuck button error alarm was not confirmed during testing, however, an unresponsive keypad was noted. Blank display was not confirmed during testing. Unresponsive keypad was confirmed during testing due to moisture damage on the keypad flex connecting cable. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, keypad flex connecting cable and battery tube. Unable to download was confirmed due to unresponsive keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.